Event description:
Information was received from a consumer regarding a trial patient. It was reported that the patient was not feeling stimulation. It was noted patient was on antibiotics. Patient had a bad night and changed their pad 5 times. Patient changed to program 2 at 3.2. Patient mentioned that when they voided they sometimes did not hear water and it was strange to them. Patient had pain when increasing stimulation to 4.1 and had to decrease in increments until they were comfortable at 3.1. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the patient was prescribed cephalexin 500 mg twice a day for 14 days. It was reported that they were post-op antibiotics. No further information reported.